Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient came in for follow up status postop from a bipolar hemi hip replacement for a femoral neck fracture. Patient complained of thigh pain. Upon x-ray the dr. Felt that the femoral stem was loose. He scheduled him for a revision.

Manufacturer narrative:
An event regarding loosening involving a reliance stem was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as the reported device was not returned. -medical records received and evaluation: no information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including device return, operative reports, progress notes, and x-rays are needed to fully investigate the event. If further information or return of device becomes available, this investigation will be re-opened.

Event description:
Patient came in for follow up status postop from a bipolar hemi hip replacement for a femoral neck fracture. Patient complained of thigh pain. Upon x-ray the dr. Felt that the femoral stem was loose. He scheduled him for a revision.